Event description:
Device appears to be intermittently atrial under sensing on atrial lead during recorded episodes does not appear to impact device function. Atrial bipolar lead impedance warning on 22-feb-2024. See previous lead trends. A. Bipolar lead impedance 0 ohms. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).